Event description:
The customer stated that discrepant results were generated on a pt sample after performing the correlation study between the axsym digoxin ii and digoxin iii assays. The customer received the following results for the sample pt: digoxin ii 0.67-0.63 ng/ml. Digoxin iii 1.29-1.45 ng/dl. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.